Event description:
Reportedly, during the implantation of the ICD involved in this MDR report: ventricular pacing failure was observed at the first attempt to connect the lead. Other attempts were performed and at each time, the lead was verified with an external pacemaker system analyzer (psa) without showing anomaly. However, after each reconnection of the lead to the ICD, pacing failure or intermittent pacing was observed. The physician decided to return the device for analysis.

Manufacturer narrative:
Conclusion: pacing issues observed at implantation were not confirmed during the analysis of the returned device. The electrical characteristics of the defibrillator were within specifications. However, excess glue was found on the head of the atrial and ventricular set-screws. This lead to the difficulties encountered during the tightening of the set-screws and, consequently, the difficulties when attempting to tighten the corresponding lead. Therefore, the electrical continuity couldn't be assured. The gluing process for the header connector components of ovatio were modified during the first months of manufacturing of this model. The excess glue observed on the subject device ((B) (4)) is the first confirmed case of a gluing defect since the implementation of these new procedures, with more than 14000 ovatio manufactured. For this reason, no corrective action for this issue is recommended.